Event description:
The inner diameter of 10f amplatzer 45 torqvue delivery system sheath was very small, therefore, the dilator would not fully screw onto the sheath. This field experience was observed during preparation and did not result in a patient injury.

Manufacturer narrative:
An internal investigation identified one product lot of amplatzer torqvue delivery systems, which could contain a sheath component for which the inside diameter of the sheath is below specification. This may prevent complete insertion of the dilator into the sheath during preparation of the device (prior to introduction into the patient). Aga medical has submitted a removal report describing this incident.